Event description:
The following has been reported: during online remote training today with the idaho college of nursing, there was one pump that gave us a "service needed". It was powered down then a "pump problem" alarm occurred ". The pump has the demo drug library on it for the customer use in their simulation lab and to train new students. The customer does not have an ims server and as a result can not pull log files and send them. A preliminary review of the logs was not possible. The device was returned for an out of box failure. Logs were pulled and indicated a valve 1 or 2 issue. The device was reverted and failed pneumatic hardware testing consistent with a valve 2 failure. No additional damage was identified. Reporting as a conservative measure. No adverse effects were reported.